Event description:
On july 26, 2019, the patient contacted lifescan (B)(4), alleging that his onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. Csr noted that the issue began at 7 pm on (B)(6) 2019. The patient alleged that he obtained blood glucose readings of "230 and 151 mg/dl" on the subject meter, performed greater than 20 minutes of each other. The patient reported that he manages his diabetes with insulin (self-adjuster) and in response to the alleged inaccurate results he increased his insulin, taking an extra unit plus consumed less food. The patient reported that around 2 am he woke, having developed "sweaty hypoglycemic" symptoms, which he self-treated by eating a banana. During troubleshooting, the csr noted that the test strips had passed their expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out. The contribution of the subject meter to the event.